Event description:
It was reported that at implant, the header/setscrew torqued but when the pull test was performed, the lead came out. High impedance was reported and the lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was due to a mechanical anomaly within the threading of the svc connector block, which prevented the svc set screw from fully entering the lead bore and securing the svc lead.